Event description:
The customer stated they have observed sodium ict assay imprecision on the architect c16000 analyzer. Patient's sodium results are initially low (e.g. 119 mmol/l) and upon repeat, are within normal range (136 - 145 mmol/l). Per the laboratory's procedure, sodium results <130 mmol/l are automatically repeated. No impact to patient management was reported due to this issue.

Manufacturer narrative:
(B)(4). Field service found the cuvette washer nozzles to be bent. The issue was resolved after replacing the nozzles. A review of the instrument service history did not identify any other issues affecting assay results. A review of complaints and quality metrics did not identify an adverse trend related to this issue. The architect system operations manual provides multiple probable causes and corrective actions to assist customers with resolving erratic results. Based on the available information, a deficiency was not identified.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.